Event description:
It was later reported that patient had a prophylactic generator replacement. Suspect product will not be returned as the facility is known to discard all explanted products. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's battery is low and the physician was concerned with how quickly his battery depleted this time. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. Battery life calculation was completed and confirmed this device is likely not yet depleted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.